Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a st elevation myocardial infarction and was going to have a coronary artery bypass graft. A temporary pacemaker was placed prior to the procedure. The patient arrested during the procedure. The device and leads were implanted and the patient was taken back to their room and arrested. The origin of the cardiac arrest was unknown. The patient also went in to pulseless electrical activity. The patient is deceased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.